Event description:
It was reported that prior to a valve replacement procedure, the right ventricular (rv) lead exhibited rising/high thresholds, decreasing impedances, and undersensing. The lead sensitivity was reprogrammed. Following the valve replacement, the lead exhibited a loss of capture. The lead will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4524 lead implanted: (B)(6) 2001. (B)(4).